Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 days after the dental implant and abutment were placed in ada site 13 in the mouth, the implant did not achieve primary stability. After removal, the clinician placed another implant in the same site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 2 days after the dental implant and abutment were placed in ada site 13 in the mouth, the implant did not achieve primary stability. After removal, the clinician placed another implant in the same site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).